Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose began to elevate and customer went to the emergency room on (B)(6) 2016 with blood glucose of 664 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due to diabetic ketoacidosis and dehydration. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, insulin pump passed high pressure test. It was found that cannula was bent.